Event description:
It was reported that prior to leaving the facility to pick up a patient for transport and upon power up, the cardiosave intra-aortic balloon pump (iabp) generated a loud screeching sound and displayed a power up test fails code #6. The end user attempted to reboot the iabp unit but the same error message was generated. The iabp unit was removed from service. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit but was unable to reproduce the reported issue. Upon review of the iabp log files, the fse observed the reported event and replaced the video generator board. Subsequently, the fse completed all safety, functionality, and calibration checks to meet factory specifications. The iabp unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that prior to leaving the facility to pick up a patient for transport and upon power up, the cardiosave intra-aortic balloon pump (iabp) generated a loud screeching sound and displayed a power up test fails code #6. The end user attempted to reboot the iabp unit but the same error message was generated. The iabp unit was removed from service. There was no patient involved and no adverse event was reported.